Event description:
The customer reported to beckman coulter (bec) that the coulter lh 750 hematology analyzer leaked a blue colored fluid under the manual probe. The volume of the leak was 2 ml and was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protection equipment (ppe), including a laboratory coat, eyeglasses and gloves. No one was splashed, sprayed or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and noted that the leak was coming from green tubing attached to the probe rinse block. The fse replaced the tubing that fixed the leak. Failure mode was related to the leak from green tubing attached to the probe rinse block. (B)(4).